Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided a conclusive cause for the reported patient effects of myocardial infraction (mi) and thrombosis/thrombus, and the relationship to the product, if any, cannot be determined. Additionally, the subsequent treatment appears to be related to the operational context of the procedure. A medical review was performed. The reviewer concluded the patient had a xience xpedition stent implanted in the left anterior descending artery and a promus elite 2.5 * 24 mm in left circumflex artery. The patient came back with mi and st in xience xpedition stent as confirmed by angio 3 days post-procedure. Revascularization was performed; however, the patient expired 4-days post procedure. Per site, patient was on dapt and was compliant. Predilatation was performed but no post-dilation details and no additional information was provided. With the small amount of information provided, the exact cause of death was mainly due to mi and early st however, the death does appear to be indirectly related to the implanted xience xpedition stent as confirmed by angiogram and most likely is related to procedural risk factors and patient¿s disease state. The reported patient effects of thrombosis, myocardial infarction and death are listed in the everolimus eluting coronary stent systems (eecss), xience xpedition, instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
H6: health effect - impact codes 4641 and 4607 were added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the patient presented with acute coronary syndrome (acs) and the procedure was to treat the left anterior descending (lad) coronary artery. The lesion was pre-dilated and the 2.5x38 mm xience xpedition stent was implanted. Next a non-abbott 2.5x24 mm stent was implanted in the left circumflex coronary artery. Three days later the patient returned with myocardial infarction and stent thrombosis was found in the xience xpedition stent, confirmed via angiography. Revascularization was performed; however, the patient expired on (B)(6) 2024. No additional information was provided.